Manufacturer narrative:
(B)(6).

Event description:
The customer questioned results for 2 patients tested for elecsys tsh assay (tsh) and elecsys ft4 ii assay on a cobas 6000 e 601 module. The results were reported outside of the laboratory. The doctor is questioning the tsh results for both patients as they don't correspond to the progression of treatment. The ft4 ii results for one patient (patient 2) are discrepant. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 ii results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4).

Manufacturer narrative:
No sample could be provided for investigation. With the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.